Event description:
It was reported by sales rep that during a shoulder procedure on (B)(6) 2023, it was observed that the expressew iii suture passer w/o hook device was not ratcheting shut. According to the repot, the top small release trigger seemed to be stuck and the jaws kept popping open. During in-house engineering evaluation, it was determined that the upper jaw was slightly loose when the jaws were closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. It was further determined that when the device and was tested for its functionality on a sample rubber strip, there was a slight resistance when the trigger was actuated to deploy the needle; and that the deployment was rough causing stuck issue. It was further determined that to restore it to the original position, the needle trigger had to be pushed back manually. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Visual observations revealed that the upper jaw was slightly loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was a slight resistance, and the deployment was rough causing stuck issue. To restore it to the original position, the needle trigger must be pushed back manually. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the results, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. For deployment issue can be attributed an improper maintenance would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.